Event description:
The customer reported a diluent leak of approximately 2ml from a coulter lh 750 hematology analyzer. The leak was not contained within the instrument and no error messages were reported by the customer at the time of the event. The customer could not identify the source of the leak. The customer was wearing personal protective equipment consisting of a laboratory coat, goggles and gloves at the time of the event and there was no report of injury or direct exposure to the leak. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection with this event.

Manufacturer narrative:
A field service engineer (fse) evaluated the instrument on 12/29/2014. The fse found a cut in the tubing through pinch valve vl25. The fse replaced the tubing and the instrument ran without leaks. The repairs were verified per established service procedures. (B)(4).